Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient programmer was showing an elective replacement indicator (eri) message. Logs and session report were analyzed and cannot determine if this message was normal depletion or premature.

Event description:
Additional information was received that determined the depletion of the ipg to be normal. This product was inadvertently reported on.

Manufacturer narrative:
B5 description updated. Replace generator soon¿ warning message was reported. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
A4 patient weight added to the report.